Event description:
Patient reported left side "capsular contracture baker grade iii, the left side is oddly shaped, and when they bend over a lump sticks to her like a figure eight." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported, "on her breasts she feels they sit too low and they feel firm; implants are subglandular with a bilateral grade 3 capsular contracture¿, ¿the implants sit fairly low and the breast gland has a waterfall deformity over top of this¿, and ¿her areola are stretched and have an irregular contour¿.

Manufacturer narrative:
Additional information was provided when consultation report from physician was received stating the capsular contracture initially reported as baker grade unknown is now a baker grade iii.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "capsular contracture baker grade unknown, the left side is oddly shaped, and when they bend over a lump sticks to her like a figure eight." The device remains implanted.